Manufacturer narrative:
Since no actual sample was returned for examination, we are unable to determine if the reported incident was due to a product defect or user error. A review of the complaint database revealed that this is the first incident reported for this condition and lot number. Regulatory compliance will continue to conduct trend analysis on a monthly basis to monitor any changes.